Manufacturer narrative:
Complaint confirmed. The device was placed on a charge pad where the charger light remained solid, however, the ilet would not power. The device was disassembled and corrosion was found inside.

Event description:
It was reported that an ilet did not wake after approximately four hours on the manufacturer-supplied charger despite a solid green indicator on the charger and correct device orientation, with the user¿s phone charging normally on the same charger and cord. Symptoms included an inability to power the device attributed to suspected battery or power management dysfunction. Outcomes included interruption of intended insulin delivery due to the device not waking. Investigation included remote troubleshooting confirming correct charging setup and absence of third-party accessories. Investigation of this case revealed a suspected device power or battery charging failure consistent with a malfunction of the power supply or battery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was likely a device malfunction related to battery charging or power management.